Manufacturer narrative:
(B)(4).

Event description:
It was reported that left ventricular (lv) lead was an attempted implant due to insulation damage. Another left ventricular (lv) lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation damage. A puncture hole was found in the insulation, at approximately 57mm from the tip. This type of damage is consistent with a guidewire inserted through the tip portion of the lead and escaping the lumen. Testing was completed to assess lead electrical performance. Measurements were within normal limits. The reported clinical observations of insulation damage. And prolonged procedure were confirmed.

Event description:
It was reported, that left ventricular (lv) lead was an attempted implant, due to insulation damage. Another left ventricular (lv) lead was successfully implanted. No adverse patient effects were reported.